Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of, the treatment for, and whether the patient was hospitalized for the event was not reported. At the time of this report, the patient was recovering, and extraneal/physioneal/nutrineal therapies were ongoing. No additional information is available.